Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 07.702.016s, lot 1l53460: manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: november 23, 2021. Expiration date: november 01, 2024. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: a photo investigation was completed: visual analysis of the photo revealed that the vertecem v+ cement kit had no signs of issue or defect. Functionality of the handle cannot be assessed through photo evidence. A retained sample was tested by osartis gmbh. No deviations were presented within the device. User error is possible, especially with the add-on 2-way valve from synthes, that is not part of medical device (vertecem v+ or traumacem), manufactured by osartis. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2022, that before the surgery, they could not push the handle. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for complaint (B)(4).